Event description:
'Event desc: this is the very same machine that malfunctioned on a previous incident. However, once the cords were checked and re-plugged in the machine charged. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do' the patient was not resuscitated. The reporter stated patient outcome was not likely related to device operation, since the pt was not a viable candidate for resuscitation. The reporter clarified that the report concerned an inability to deliver defibrillator energy to the pt. The 'previous incident' had been reported to FDA.